Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
While mapping during an ischemic vt ablation procedure, a perforation occurred. The patient experienced hypotension and an intracardiac echogram confirmed a perforation. A pericardiocentesis was performed and a pigtail catheter was temporarily placed, which stabilized the patient. A small effusion was present the following day; however, the bleeding had stopped and the patient had a redo ablation procedure. There were no performance issues noted with any sjm devices.